Event description:
It was reported that bd insyte autog bc blood control feature does not work. The following information was provided by the initial reporter: catheter- bd insyte autoguard bc ¿ filter in catheter not working. Date of event : today¿s date (B)(6) 2025. Sample available ¿ remaining supply of catheters on hand. Any adverse event or serious injury reported to patient or healthcare professional? None. Was there a delay of, or change in, the course of treatment due to the event? During use catheter the entry was tamponade to clean blood from patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4170688. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.